Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.